Manufacturer narrative:
1. The customer returned 4 photos, but did not return actual sample. The photos show that there are foreign matters adhered to the surface of the cannulas. 2. DHR/bhr review lot# 3052815. 1- the products of this batch were assembled at intima ii auto line 4 in april 2023, and packaged at cfs package line in april 2023. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no foreign matter is found on the surface of the cannulas. 4. According to intima ii production process, the foreign matters are the precipitate of 1502c lubricant - silicone. The cannulas of the intima ii products are lubricated with 1502c lubricant, forming a dense layer on the surface of the cannula for penetration. Bd's materials laboratory in the united states conducted a normative test on the silicone used in the products, and the test results showed that the silicone was a lubricant for medical products, which met the requirements of relevant iso and FDA standards. 5. After the cannulas are lubricated, the excess silicone is removed by blowing. The plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the surface of the cannula. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1- there are no abnormalities in the production process, no material or process changes, and no similar complaints have been received from other hospitals for this batch of products. 2- the returned photos show that there are foreign matters adhered to the surface of the cannulas. According to intima ii production process, the foreign matters are the precipitate of 1502c lubricant - silicone, a lubricant for medical products, which meets the requirements of relevant iso and FDA standards, and the plant has required to increase the blowing pressure (within the parameters) to reduce the adhesion of silicone on the surface of the cannula.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm foreign matter on november 6, wuding county people's hospital v-mart products have been reported to the wuding county market supervision and administration bureau after white solids were observed during use after needle withdrawal.